Event description:
It was reported that this right ventricular (rv) lead was presenting unknown issues. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was presenting unknown issues. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, this right ventricular (rv) lead was exhibiting shock lead impedance high out of range, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was presenting unknown issues. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, this right ventricular (rv) lead was exhibiting shock lead impedance high out of range, the lead remains in service. No adverse patient effects were reported. Later on, this right ventricular (rv) lead was found to also have no capture. The physician is likely to perform a lead revision in the future.